Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer stated that the insulin pump got a critical pump error. The customer¿s blood glucose level was 136 mg/dl. Troubleshooting was performed for critical pump error. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump received with critical pump error and a broken force sensor due to moisture damage to force sensor. The insulin pump received with corroded electronic assemblies and corroded motor home switch.